Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, as the thumb advancer was advanced, the sheath splitter had damaged the sheath. The closure stopped. The device was removed and hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.